Event description:
The customer reported the system was continually exposing due to a faulty foot switch. This occurred outside of a procedure with no pt involvement. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and reassembled. The system was tested and found to be working as intended and returned to service.